Event description:
Received service call to repair "stretcher - brake pedal broken, spins around". When a nurse or caregiver pushes down on a the pedal, it can have a tendency to break. Causing the pedal to spin upside down an potentially hitting the nurse or caregiver's foot.